Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a detached sensor wire. Patient removed sensor from insertion site. Upon sensor removal, patient reported that the sensor wire was partially protruding from insertion site and was successfully removed from body. Patient reported no medical intervention.